Event description:
It was reported that the insulin pump alarmed button error and an unresponsive keypad. The customer dropped the insulin pump a couple of days prior. The customer stated that the insulin pump would not take her blood glucose readings. The blood glucose reading was 375 mg/dl. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found on the keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.